Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the corner side. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The lot was manufactured from february 07, 2019 - february 09, 2019. Two (2) actual samples were received for evaluation. Visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed for both samples an no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.